Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol IV solution administration set leaked from the edge of the drip chamber. This issue was identified during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3 and h6. H6: replace 213 with 706 and 4315 with 23. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the level of the chamber. The reported condition was verified. The cause of the condition is manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not identify any abnormalities that could have contributed to the reported condition. Retention samples were evaluated and found to be conforming product; no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.